Manufacturer narrative:
The complainant indicated that the device has been disposed of, and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed in 2008. According to the complainant, during the procedure, when the clip was deployed, it would not separate from the catheter. The physician successfully completed the procedure with another resolution clip device. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".